Event description:
It was reported per field service report: pump was on pt. Symptom - pump has had several "fill pressure" alarms while on pt. Findings/actions taken: biomed confirmed intermittent alarms with simulator. Adjustable volume limiter assembly replaced and being returned.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.